Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis cannot be determined as there was no reported source of infection; however, it was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported that he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and the inability to drain from his pd catheter (not a fresenius product). Peritoneal effluent fluid cultures and white blood cell counts taken in the hospital were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology with a fibrin occluded pd catheter due to the infection. The patient was prescribed antibiotics in the hospital, but the type, route, dose, frequency and duration were not reported to the outpatient clinic. The patient¿s pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy during this admission. The patient underwent hd therapy on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. The patient was prescribed vancomycin and cefazolin (unknown route, dose, frequency and duration) by the in-center hd clinic when the patient presented for their first hd treatment following discharge form the hospital. The patient recovered from this event and remains asymptomatic. It was confirmed, though the root cause of this event was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis with plans to return to pd therapy when cleared by the clinic physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported that he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and the inability to drain from his pd catheter (not a fresenius product). Peritoneal effluent fluid cultures and white blood cell counts taken in the hospital were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology with a fibrin occluded pd catheter due to the infection. The patient was prescribed antibiotics in the hospital, but the type, route, dose, frequency and duration were not reported to the outpatient clinic. The patient¿s pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy during this admission. The patient underwent hd therapy on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. The patient was prescribed vancomycin and cefazolin (unknown route, dose, frequency and duration) by the in-center hd clinic when the patient presented for their first hd treatment following discharge form the hospital. The patient recovered from this event and remains asymptomatic. It was confirmed, though the root cause of this event was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis with plans to return to pd therapy when cleared by the clinic physician.